Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacing threshold had increased. A revision surgery was performed and this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments with the extracting stylet stuck in the tip segment. Visual inspection revealed cuts in the insulation, surface abrasion, and a stretched proximal spring. The inspection determined that the surface abrasion likely occurred during the life of the implant but all other damage was consistent with the explant procedure. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the fluctuating pacing impedances.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that large fluctuations in pacing impedance were observed on this right ventricular (rv) lead. None of the measurements were out of range and all other measurements remained stable. A lead fracture was suspected but could not be confirmed via x-ray. This lead remains in service at this time. No adverse patient effects were reported.